Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips eval showed indication of black chemistry caused by improper storage of test strips in high humidity areas.

Event description:
Consumer complaint of e-5 error; test strip error, very high blood glucose result (higher than 600 mg/dl) via (B)(6) (pharmacist). Investigation of returned test strips produced "lo" readings. Black chemistry observed due to improper storage; improper humidity and user error caused or contributed to event. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 1:43pm) with results of e-5 and e-5 when blood sample applied. Test strip lot MFR's expiration date is (B)(6) 2016 and open vial date is not verified. Based on the returned test strips producing "lo" readings and black chemistry being observed during the investigation, the complaint is reportable. Adverse event not reported.